Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair, the surgeon successfully deployed two 27 degrees omnispan meniscal fasteners without issue; however, upon attempting to deploy a 3rd device, 0 degrees omnispan fastener, while maneuvering to find the most optimum placement location he deployed the fasteners and then heard a ¿pop¿. The surgeon scoped and noted that the deployment needle had broken; the surgeon went open to retrieve the broken fragment. The surgeon then deployed a 4th device, a 12 degree omnispan fastener, to successfully complete the procedure with approximately 10 minute delay with no further issues. The deployment gun was discarded; however, the deployment needle will be returned.

Event description:
Our rep is reporting to us that during a medial meniscal repair, the surgeon successfully deployed two 27 degree omnispan meniscal fasteners without issue; however, upon attempting to deploy a 3rd device, 0 degree omnispan fastener, while maneuvering to find the most optimum placement location he deployed the fasteners and then heard a ¿pop¿. The surgeon scoped and noted that the deployment needle had broken; the surgeon went open to retrieve the broken fragment, which added approximately 10 minutes onto the procedure time. The surgeon then deployed a 4th device, a 12 degree omnispan fastener, to successfully complete the procedure with approximately 10 minute delay with no further issues. The deployment gun was discarded; however the deployment needle will be returned.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device, the omnispan 0°needle (p/n 228142) that was used has been returned, and upon its receipt, the needle was visually examined, confirming the failure mode of the broken needle. Upon examining the device further, it was determined that the section of the needle where the break occurred exhibited some indications of bending. This bending suggests that the needle was under substantial load during the failure, which would not be present during normal use conditions. This would be typical of a misuse condition of using the needle as a lever within the joint or another activity outside of its intended purpose. In the event of this failure, the needle failed with a clean break, which allows for both pieces to be easily retrieved with no further impact to the patient. Therefore, the failure mode is attributed to a misuse of the device which significantly increased the forces on the needle leading to the root cause of this failure. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.